Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that tubing ballooned with a large bubble in area where the pumping mechanism would have been.

Manufacturer narrative:
Additional information provided: b.3, & d.10. Correction; & h.6. (Patient code). The customer¿s report that the IV tubing set ballooned/bubbled was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted that the silicone segment tubing had a balloon bulge in-between the upper portion of the upper fitment and lower fitment. No other issue was observed. Functional testing resulted in no ballooning. Further visual inspection of the inner diameter of the silicone tubing observed the tubing to be concentric. The root cause for the source of the excessive pressure is unknown.

Event description:
It was reported that the tubing ballooned with a large "bubble" in the silicone segment. Although requested, there has been no impact to patient response or additional event information made available to date.